Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence and fluid discharge are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) stopped working. The patient experienced fluid discharge and recurrent urinary incontinence, as confirmed by cystoscopy and urodynamic studies. As a result, the device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that this artificial urinary sphincter (aus) stopped working. The patient experienced fluid discharge and recurrent urinary incontinence, as confirmed by cystoscopy and urodynamic studies. The device remains implanted, and the physician plans to perform a revision. No further patient complications were reported.